Event description:
It was reported that the stimulation was not helping. The patient was having her stimulator removed tomorrow and she was wondering what do with the programmer and the recharger. She was willing to donate it. They were removing it because the stimulation was not helping with what she needed it for, for the last few months. Stimulation was no longer helping her anymore. She had continued pain and sciatica at her stimulator site and wanted it removed. Reprogramming attempts had been unsuccessful. Her physical exam demonstrated well-healed incisions and no deficits. She understood the option of leaving it in place but confirmed the desire to remove it. Since the patient¿s last visit to the healthcare provider (hcp) office, there had been no significant changes. Pain was still bad and the pain was at a lower level. She also had changes in urination. The device was later explanted and the cause of the event was not determined. It was unknown if it was device related. The patient recovered without permanent impairment. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).